Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to flow transducer test failure during pre-use check (puc). Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. The received information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Despite our best effort in gathering information, the exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).